Event description:
It was reported to 3m that the pt was undergoing a shoulder arthroscopy surgical procedure and allegedly suffered a 3rd degree burn, approx 1 cm by 3 cm in size. The injury was observed one week post-surgery and was located at the superior lateral border of the electrosurgical pad on the left thigh. It was reported that the pt's injury was treated with damp to dry dressings.